Event description:
A report was rec'd that during a lead revision surgery (due to inadequate coverage), a pt's precision system was explanted. The physician noticed that the pt's ipg was eroding through the skin. No infection was suspected and the pt is reportedly doing well after the procedure.